Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, expressed concern that insulin delivery did not stop at 70 mg/dl, and disclosed frequent missed meal announcements, intentional underreporting of body weight to reduce insulin, and prior issues with multiple infusion sets; blood glucose during the call rose from 93 mg/dl and stable to 107 mg/dl and rising, and the plan included coordinating with a trainer to reset the system for algorithm relearning. Symptoms included hypoglycemia. Outcomes included the need for troubleshooting and user education. Investigation included technical support review and user coaching. Investigation of this case revealed user-related factors affecting insulin dosing decisions, possible insulin-on-board contributing to perceived continued insulin effect, and potential impact from prior infusion set issues. It was concluded that device function appeared consistent with expected behavior given insulin on board, and that retraining and system reset would be appropriate alongside addressing infusion set concerns. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.